Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customers site to evaluate the unicel dxc 600i synchron access clinical system. The fse inspcted tehe analyzer and confirmed leak on both reagent probes. The fse determined the cause was multiple hardware malfunction. The fse replaced the sample syringe drive, reagent a/b valve and reagent valves; the four (4) vacuum valves, and degasser which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is case-(B)(4).

Event description:
The customer reported the unicel dxc 600i synchron access clinical system generated low sodium (na) and low chloride (cl) patient results with low anion gap compared to their other dxc analyzer. The customer also indicated they are getting water pressure issue and noticed probe leak. No erroneous patient results reported outside the customer's laboratory. There was no report of change to treatment, injury, or death associated to this event.